Event description:
It was reported that the pump touchscreen shattered; cause was not known. Pump was no longer functional. Customer's blood glucose was 480 mg/dl. Customer reverted to using manual injections for insulin therapy.